Event description:
It was reported the video system center did not produce an image. There were no reports of patient harm, this event was reported during an unspecified procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.